Manufacturer narrative:
(B)(4). Device evaluation: this device was evaluated onsite at the facility by a baxter technician. A visual inspection and functional tests were performed. Device evaluation confirmed the reported condition as a battery depleted alarm . The root cause of the reported problem was determined to be depleted main batteries. A baxter repair technician replaced the main batteries and harness to resolve this issue. A follow up report will be submitted if additional information becomes available. This product is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.

Event description:
It was reported to baxter (B)(4) that a colleague infusion pump experienced a battery issue. Baxter's review of the device event history determined a battery depleted alarm interrupted delivery. The user interface module master software version is 6.63.92, which is classified as remediated. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).